Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula was split. The customer's blood glucose was unknown at the time of incident. The sensor was returned for analysis.

Manufacturer narrative:
Evaluated one opened/used sensor and performed continuity resistance test and sensor failed per specifications.